Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a deltec® gripper plus® safety needle did not engage into the safety device. The needle had been put on the care plate, and while the nurse took the compress, the needle pricked the nurse. The nurse went through accidental blood exposure protocol. No permanent injury to patient or clinician was reported.